Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was not reported. She was advised to do a complete infusion set change. The customer will return the reservoir cap. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).